Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was a possible heart attack. The caller was unsure as no autopsy was performed. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 600 mg/dl all day on the day they passed. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected less than 24 hours prior to passing. The customer was using sensors. The customer was having issues with a step on their set change process and was not wearing the set at the time of passing. The caller declined to return the insulin pump for analysis.

Event description:
It was reported that the customer was not using sensor at passing.